Manufacturer narrative:
The customer contacted a siemens customer care center (ccc). A siemens customer service engineer (cse) was dispatched to the customer's site and inspected the instrument. The cse determined the top seal assembly was not working, and the tops of the cuvettes were not sealing. The seal assembly was repaired, and the instrument was found to be performing according to specifications. The cause of the customer being exposed to waste material was due to the lack of personal protective equipment (ppe) worn by the operator during the time of emptying the cuvette waste. No further evaluation of this device is required.

Event description:
A customer was exposed to material while attempting to remove the cuvette film waste on the dimension exl 200 instrument. The customer was not wearing eye protection or personal protective equipment (ppe) at the time; but had prescription glasses on. Customer flushed their eyes at an eyewash station and went to the emergency room (ER) to be evaluated for this exposure. Customer had a sample drawn for exposure testing. Patient's current condition is healthy with no issues post-exposure. No medications were prescribed during the visit. There are no known reports of adverse health consequences due to the patient exposure to cuvette waste material.